Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 600 mg/dl). The ketone level was large and a healthcare provider identified the ketone level as being dangerous. A correction via the pump and insulin injections were used to address the high bg. The contact initially thought that the pump was not working properly. A pump system check was performed and no device issue was identified. The customer acknowledged that the pump was functioning properly. Tandem technical support advised the customer to discuss the event with a healthcare provider.